Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible that the communication failure occurred due to the poor communication, resulting in a malfunction in the image display. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed most parts of the coupler assembly's color had turned to metallic and part of the outer sheath of the cable was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the camera head exhibited static on screen when plugged in. Upon inspection of the customer¿s returned device it was observed, the subject device did not have image, only static on screen. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.